Manufacturer narrative:
Head error was reported. Error description : the motortacho shows an value but the haedtacho shows 0. A similar complaint ((B)(4)) with the reported failure was already investigated. According to the life cycle engineering report# (B)(4) dated on 2019-08-26 the most probable root cause is a broken wiring of the optical tachoboard. Thus the reported failure could be confirmed. The review of the non-conformities during the period of 2011-06-10 to 2020-12-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonarys trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The reported failure was head error, this information was received on 2021-02-02. (B)(4).